Event description:
The manufacturer received information alleging a ventilator¿s screen turned blank and unable to be viewed. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device¿s lcd display was replaced to address the issue. In addition of the above evaluation, the technician repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and cleaning and software version was checked, which was not related to the malfunction/issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator¿s screen turned blank and unable to be viewed. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device¿s lcd display was replaced to address the issue. In addition of the above evaluation, the technician repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and cleaning and software version was checked, which was not related to the malfunction/issue. The lcd display was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd display functioned as designed and operated without issue or error codes.